Event description:
The patient reported that they had their vns explanted in the past because it was possibly misfiring and it left a metallic taste in their mouth. The patient did not remember the date this occurred. Attempts for information have been made to the physician, but no additional relevant information has been received to date.